Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as burning and bleeding under the patch adhesive. There was no alleged device malfunction contributing to the wound. The patient reported reaching out to physician, but there is no indication of medical intervention. The outcome of the wound is unknown.

Manufacturer narrative:
Not applicable.